Event description:
It was reported, the high flow insufflation unit does not respond to buttons. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h3, h4. Based on the results of the investigation, it is likely the following led to the malfunction: the flow rate and volume did not respond due to faulty flow rate sensor. In addition, there was no air flow due to faulty main board. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.